Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a adipose tissue reduction of abdominal wall by lipectomy, the edge component of electrosurgical tip melted and the distal end ended up with melted debris. It had contact with the patient but did not cause harm.